Event description:
The customer reported a fluid leak on a coulter lh 500 hematology analyzer. The customer identified the source of the leak and replaced tubing at pinch valve pv49 to resolve the issue. The leak was contained within the instrument and compressor errors and several pressure error messages were reported by the customer at the time of the event. The customer was wearing personal protective equipment consisting of a laboratory coat, and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse indicated that the customer found tissue at pinch valve pv49 and replaced the tubing and corrected the leak. In addition, the fse observed that there were no differential results being recovered. He replaced the flow cell sample line to resolve this issue. The fse observed that the diluent line had come off of the back of unit. He replaced the tubing to resolve the errors. The repairs were verified per established procedures. (B)(4).